Event description:
It was reported that there was a rupture and separation of the catheter balloon during a femoro-popliteal thrombectomy procedure. A second fogarty catheter was used unsuccessfully to remove the ruptured piece of the balloon. No permanent pt injury was reported as a result of this event.